Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after announcing a ¿usual lunch¿ on the ilet but consuming a smaller meal consisting of approximately 11 grams of carbohydrates and a small amount of soda, which resulted in insulin delivery in excess of the meal¿s carbohydrate content. Symptoms included low blood glucose with a nadir of 63 mg/dl. Outcomes included self-treatment with oral carbohydrates, recovery of blood glucose to 75 mg/dl during the call, no adverse sequelae, no alarms, and no need for third-party or medical assistance. Investigation included review of meal announcement practices and device use education. Investigation of this case revealed that the device functioned as designed and that user meal announcement selection was inconsistent with actual intake, leading to an insulin-carbohydrate mismatch and hypoglycemia. It was concluded, based on previously established findings for similar reports, that user meal announcement error was the likely cause, and education on correct meal sizing and snack announcements is the appropriate mitigation.